Event description:
The customer reported that during treatment the v60 ventilator went ventilator inoperative with error code message of machine and proximal pressure sensors failed. Customer reported patient is treating for noninvasive ventilation (niv) therapy. There was no medical intervention required; there was no patient injury; only delay in treatment.